Event description:
It was reported that an ilet user experienced intermittent communication between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in a ¿dosing stops soon¿ notification on the ilet; troubleshooting included turning off the receiver and re-entering the sensor serial number, after which pairing was achieved. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with involvement of the antenna/electrical-magnetic communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.